Event description:
The manufacturer received information alleging a pt expired while using a bipap st c series. The manufacturer's investigation is currently ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.